Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump successfully, and no further malfunction codes appeared. The customer was advised to continue using the pump and to contact support if the issue recurred.